Event description:
Device malfunction: mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a tech in training attempted arteriotomy closure of the right common femoral artery using a starclose se device after an interventional procedure. Reportedly, after the clip was fired, the device could not be removed from the pt anatomy. The access ports were used to remove the device. Once the device was removed, the clip was found on the distal end of the clip delivery tube. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.